Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the balloon catherter became stuck on the wire. The physician was able to succeefully deploy the 2.75 x 24 mm taxus express2 8.8% drug eleuting stent in the left anterior descending (lad). The balloon was easily removed from the deployed stent. Once out of the stent, the balloon would not slide off of the pt2 ms wire. The physician experienced unusual resistance while trying to remove the catheter from the wire. The physician removed the entire delivery system and the wire as a unit. There were no reported pt complications.